Event description:
The patient was implanted on (B)(6) 2026. On (B)(6) 2026, a rehabilitation facility reported a suspected infection at the ipg pocket site after the patient cancelled a scheduled appointment. The patient was subsequently evaluated on (B)(6) 2026 and remained admitted over the weekend for observation and treatment. Implanting physician was notified and initiated intravenous antibiotics. Clinical assessment indicated that the infection was superficial. The patient was discharged on (B)(6) 2026 with a prescription for oral antibiotics. The patient is being followed by nurse navigation and internal teams for ongoing monitoring.